Event description:
A pt reports that following intraocular lens (iol) implant surgery, they are seeing starbursts under low light conditions. Additional information has been requested from the implanting surgeon.